Manufacturer narrative:
The insulin pump was monitored for 24 hours, no failed battery test alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.

Event description:
It was reported that the customer had the same recurring issue with the insulin pump's battery. The batteries were lasting less than a day. His/her blood glucose level was 288 mg/dl. The customer was advised to revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.